Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was went to 261 mg/dl and lowliest 50 mg/dl. The customer was offered to troubleshooting high blood glucose and low blood glucose. Customer reported loss of communication between insulin pump and transmitter. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.